Event description:
It was reported that air was leaking from a tracheostomy tube. The malfunction was found one hour after a patient was intubated. No patient harm was reported. There is no report of serious injury or death associated with this event. Available for evaluation? Yes. If during patient use, was recannulation of a replacement tube required?: yes.

Manufacturer narrative:
Covidien refence (B)(4). The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).